Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-11612. Reference MFR. Report#: 1627487-2018-11613. It was reported the patient was unable to set the ipg into MRI mode. Troubleshooting was unable to resolve the issue. System diagnostic revealed a zero reading on multiple lead contacts causing the issue. Consequently, the patient will undergo surgical intervention as the next course of action.

Event description:
It was reported that the patient underwent an scs ipg revision on (B)(6) 2019. During the procedure, abnormal impedances were measured when initially connecting to the replacement ipg. After the lead was removed and reinserted multiple times by the physician, the impedances were measured to be within normal parameters.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.